Event description:
Dr. (B)(6) reported that a floseal syringe malfunctioned and the content immediately hardened, becoming crumbly after activation. The product was not used on the patient and no injury or illness were reported. The medical professional who prepared the syringe reported to dr. (B)(6) that the syringe appeared to be under more pressure than usual. I received manufacturer information from (B)(4), quality assurance director, baxter healthcare, ph (B)(4). Per (B)(4), "baxter received one other complaint for floseal lot # ha21022a where the customer reported that the floseal was curdled? And it did not mix correctly. This report is slightly different, as it does not describe floseal as being hardened or crumbling after activation, or any issues with the syringe pressure".